Event description:
We used a ultrafoam avitene collagen hemostat in the ear surgery. 4 pt. Developed hearing loss snhl and facial nerve palsy. Is this product applicable in middle ear or for abdomen? Best regards.